Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue was verified (wake button); however, no failure was identified (touchscreen).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was unresponsive. Additionally, it was reported that the pump touch screen illuminated on and off with no button interaction. Customer's blood glucose level was 198 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.